Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secure to the cart, due to a broken nut underneath the panel. There was no patient involvement when the issue occurred. No patient or user harm reported. \ a philips remote service engineer (rse) noted that the customer's v60 ventilator was not secure to the cart, due to a broken nut underneath the panel. The customer stated that the cpu (central processing unit) tray cover was broken, and requested a replacement in order to correct the issue. A replacement cpu tray cover, and thumbwheel were shipped to the customer. Investigation ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported the tray cover, and thumbwheel were replaced. The issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.